Event description:
Caller alleging discrepant high result on one patient, one lot, one meter. Inratio = 4.5. Lab = 2.0. Nurse did not provide any patient therapeutic range or any add'l info.

Manufacturer narrative:
Investigation pending.